Event description:
According to the reporter, during a laparoscopic procedure, the tacks were unable to be fired normally from the device. A tack fell into the patient cavity and it was retrieved later. The surgical time was extended by more than 30 min. There was no patient injury.